Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure the 3.5x16mm liberte stent dislodged from the stent delivery system when the device was removed from the protector hoop. There was no patient contact. Procedure was completed with another 3.5x16mm liberte stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: an examination of the returned device found that the stent was detached from the balloon and was not received for analysis. The balloon did not appear to have been subjected to any positive pressures. There was a clear impression on the balloon of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure the 3.5x16mm liberte stent dislodged from the stent delivery system when the device was removed from the protector hoop. There was no patient contact. Procedure was completed with another 3.5x16mm liberte stent. Patient status is reported as "good".

Manufacturer narrative:
(B)(4)